Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they tried on aligners 9-13 they all fit about the same with a lot of gapping. However, the patient can not fit in 7/8 without a lot of pain in their front bottom tooth (the problem tooth). It was confirmed unplanned tipping on tooth #25. The patient attempted to backtrack and was advised to rest for 7 days.